Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion in the right coronary artery (rca). It was reported that balloon deflation difficulties occurred and the device would not deflate at the lesion site. It was stated that surgery was required. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use with no issues noted. Negative prep was performed before use with no issues noted. The device did pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. The device was being used to post-dilate a stent. A 50/50 concentration of contrast /saline was used. The balloon failed to deflate. There were no difficulties noted during inflation of the device. The deflation difficulties were noted after the first inflation. An inflation pressure of 14 atm was applied for the inflation. The device was not moved or repositioned while inflated. It was stated that surgery was required as the balloon never deflated. The patient is reported to be stable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.